Event description:
Manufacturer reference #:(B)(4).

Manufacturer narrative:
The customer reported that the pulsioflex showed blood pressure values about 10 - 25 mmhg different from the bedside monitor. No clinical consequences for the patient occurred. According to the customer the values on the bedside monitor were always plausible; with and without picco module and pulsioflex.the values on the bedside monitor were used as a basis for further treatment. It is not known whether further changes were made during the removal of the pulsion devices, which may have contributed to the reported value discrepancy. A review of DHR could not identify any non-conformities or deviations relevant to the reported issue. No devices have been returned for investigation. However, a product-specific hardware or software-related error is considered as unlikely because the value deviation could be reproduced when tested with a second monitor. There is no evidence of a systematic production or design problem as there is no trend. The complaint rate is very low (<1%) for more than 150,000 applications per year. It cannot be excuded that patients or user-related causes contributed to the event. The IFU state: "if a zero adjustment is not performed, the blood pressure values may be incorrect. Zero adjustment of the pressure transducer is mandatory." And "when the picco module for the pulsioflex is also connected to a bedside monitor, perform a zero adjustment of the pulsioflex before zeroing the bedside monitor." According to the customer, the zero adjustment was performed in the correct order. This statement cannot be confirmed or negated. In addition, the extent of the pressure value differences could not be clearly provided by the customer. Initially, differences of 10 mmhg were reported, but afterwards up to 25 mmhg. No further information was provided on the serial number of the picco module and pulsioflex, with which the error was checked. This evaluation indicates that the device did not fail to meet its specification. Upon the event occurrence the device was involved and used on a patient for advanced hemodynamic monitoring. No trend has been identified, the trend rate is below <1 % for similar complaints. The issue will be further monitored on the market in order to identify trends.

Manufacturer narrative:
A DHR review did not reveal any non-conformities or deviation from specification relevant to the reported issue. According to the current state of investigation, it cannot be confirmed that the picco module led to this occurrence. The problem remained, after the picco module and cables have been exchanged. A supplemental emdr will be sent when the investigation is completed. Device not returned yet.

Event description:
It was reported that the systolic blood pressure values between the picco module (transmitted to the bedside monitor) and bedside monitor deviated about 10 - 25 mmhg. This problem could be confirmed with a second picco module. No harm or clinical consequences occurred to the patient. The picco module has been removed from the system. Manufacturer reference #: (B)(4).